Event description:
A (B)(6) male was admitted to ambulatory surgery on (B)(6) 2011 for elective right shoulder arthroscopy. The patient has a history of right shoulder pain and arthritis. During the procedure, while placing anchors during the repair, the first anchor broke during it's insertion. This anchor was removed by the surgeon. On placement of the second anchor, a small portion of it cracked. The anchor was well fixed and was left in place. Discussion with perioperative nurse mgr noted no issue with defect or malfunction of equipment was the cause of this. There was no harm to patient.